Manufacturer narrative:
Device was received fully deployed. Corrosion was visible through the top housing. After pod opening, corrosion was seen on commutator cap, front ratchet gear retainer pin, mechanism rail, release bar, cam finger, hard cannula, linkage assembly, sma wire pulleys , pcb & all the 3 batteries. Fluid path test was conducted and fluid initially flowed through the fluid path. However, upon manually occluding the distal tip of soft cannula and rotating the ratchet gear, internal tear was observed on the soft cannula. The internal tear caused fluid deposition inside the pod leading to corrosion. Fluid leaking from the intended fluid path resulted in improper insulin delivery. Multiple attempts to download the device failed: by activating the fill sensors & hook switch cups; by providing external power supply to the bottom battery and middle battery ; by providing external power supply to the pcb. The exact cause of data loss could not be determined. Cracks were observed in the top housing & bottom housing of the pod. It could not be determined when these cracks occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl. The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated with a new pod.